Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away due to diabetes complications while wearing the insulin pump. It was stated that the customer's wife did not agree to return the device for analysis. No further info was provided.